Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) displayed oversensing noise/electromagnetic interference (emi) which the device detected as a ventricular fibrillation (vf) episode, resulting in the patient receiving an inappropriate therapy. It was noted that the patient works in an industry that frequently puts them in close proximity to large emi fields and high voltage equipment. Additionally, it was indicated that extensive reprogramming of the competitor right ventricular (rv) lead was previously completed in an effort to decrease the sensitivity and attempt to weed out the emi that is present in the patients job environment. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.